Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the touchscreen calibration. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Corrected sections: b5 event description changed; h6 health effect-clinical code changed, health impact code changed.

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), that the cardiosave intra-aortic balloon pump (iabp) failed the touchscreen calibration. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Correction fields: g2 the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the video generator board with a new replacement. Once the vgb was replaced fst was able to complete all diagnostic, calibration and performance tests with no further issues. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.